Manufacturer narrative:
Investigation: conmed linvatec received this device for evaluation, and confirmed the reported problem. A visual inspection found a small hole on the silicone tubing connecting to the membrane housing of the tube set, which has the potential to compromise device sterility. A supplier corrective action has been initiated. A review of device history for this lot number found no other similar reports.

Event description:
The customer reported finding what they described as a pinhole in the tubing set during pre-operative set up. There was no patient involvement, serious injury or surgical delay related to this event.